Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device that the patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported became aware of an allegation of rep dreamstation auto CPAP device that the patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. Section (device) problem code grid has been updated/corrected.